Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer was unable to test due to his adc freestyle neo turning on with button press but not with test strip insertion. It was further reported, the customer felt "heat and dizziness." User was unable to self-treat and was transported to the hospital and treated with insulin for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for meter. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Unable to review the retain testing as strips expired on 31-aug-22. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
The customer was unable to test due to his adc freestyle neo turning on with button press but not with test strip insertion. It was further reported, the customer felt "heat and dizziness." User was unable to self-treat and was transported to the hospital and treated with insulin for hyperglycemia. There was no report of death or permanent injury associated with this event.